Event description:
Subsequent to the initial medwatch, additional information was received that an intra-aortic balloon pump was inserted to help the patient recover from the procedural slow flow. The physician thought that slow flow was likely caused by the lesion and not likely caused by the device. No additional information was provided.

Event description:
It was reported that one 3.5x18mm xience v stent was implanted in the proximal left anterior descending coronary artery (lad) and one 3.0x28mm xience v stent was implanted in the mid lad. There was slow flow through the lad after the stents were implanted. Treatment was given. After the procedure the patient was noted to have elevated cardiac enzymes. No treatment was given. Both conditions were listed by the study site as procedure-related, but unrelated to the study device. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of ischemia (slow flow), as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.